Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the foley catheter balloon was overfilled during a dilation and curettage procedure, causing the balloon to rupture. An ultrasound revealed that the ruptured balloon present inside the patient uterus and it was removed three years later. The foley catheter inflated with 95 ml during the procedure and then the balloon was found to be ruptured when discontinued.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter balloon was overfilled during a dilation and curettage procedure, causing the balloon to rupture. An ultrasound revealed that the ruptured balloon present inside the patient uterus and it was removed three years later. The foley catheter inflated with 95 ml during the procedure and then the balloon was found to be ruptured when discontinued.